Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) due to a blood glucose (bg) level of 33 mg/dl. Reportedly, the customer became unconscious and the customer¿s head was hit. Reportedly, the cause was unknown. The customer was treated with an CT scan and was given glucagon. The customer was release from the ER the following day. Upon being released from the ER customer¿s bg level was 150 mg/dl and customer was "alert and left under her own power."